Manufacturer narrative:
D.2. There were multiple medical device types to be involved. The additional information is as follows: nqx, njr, ozn. G.5.there were multiple 510k numbers reported to be involved. The additional information is as follows: k120138, k130470 . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result for trichomonas and chlamydia using bd max¿ CT/gc/tv2 assay was obtained. The sample was recollected and reported as negative. The original sample was also repeated and confirmed negative. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "unresolved results". Customer reported unresolved results (unrs) and false positive result. Customer reran sample and it came back negative, recollection also came back negative. Customer ran environmental motoring and all test passed, also stated the max instrument and reagents were setup in a different room away form the lab to minimize contamination. No parts were replaced, and the unit was turned back over to the customer for normal use. This complaint is not a confirmed failure of the instrument based on the service investigation. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur, the complaint may be reopened. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result for trichomonas and chlamydia using bd max¿ CT/gc/tv2 assay was obtained. The sample was recollected and reported as negative. The original sample was also repeated and confirmed negative. There was no health impact or consequence reported.